Event description:
A malfunction was reported by the customer with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by offering pump reset information and helping the caller reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact support again if the issue reappeared.